Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 7.6 mmol/l. The customer states the insulin pump was exposed to fluid. The customer had submerged the insulin pump in the water. The customer also reported that the insulin pump was vibrating without any alarms or alerts. Customer also reported a constant tone. Troubleshooting was provided. The insulin pump will not return for analysis.